Event description:
In 2009, the pt reported he received an e4 (occlusion) error on his insulin infusion device during a bolus after only a few units of insulin was delivered. He stated there is an air bubble in the tubing. He said his blood glucose reading is 300 mg/dl and he needs to bolus 19 units of insulin. He stated he is currently at work and does not have much time for troubleshooting. The pt was instructed to program a 19 unit bolus and his device gave an e4 after only a few units were delivered. He was then instructed to disconnect from his infusion headset and bolus which he did without error. The pt immediately removed his headset and stated he thought the cannula looked a little "crooked." He said his site has been sore and tender. He uses his thigh for his site as his abdomen is too tender. He said he does not have another headset with him. His device bolus history was checked and showed that he received a total of 9.5 units of insulin. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.